Event description:
It was reported that pump housing and usb port were damaged, causing inability to upload data from pump even though charging was not affected and pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while arranging backup therapy with multiple daily injections if pump failed, and technical support arranged shipment of replacement pump.